Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-17466. Related manufacturer reference number: 2017865-2021-17467. It was reported that the patient presented experiencing infection and endocarditis. The implantable cardioverter defibrillator system was explanted. Patient condition was unknown.

Event description:
Additional information noted that the right ventricular lead exhibited failure to retract upon explant. The patient experienced no adverse events.